Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00221. Added event country "(B)(6)" to the initial reporter field.

Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00221. (B)(4). Concomitant medical products: deltamaxx coil ( lot unknown); helipaq (lot unknown). The presidio will not be returned, therefore the root cause of the coil becoming damaged during resheathing cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a healthcare professional, during an emergency coil embolization procedure for alimentary canal bleeding a presidio 18 (pc4181034-30/ c14003) coil got damaged when the physician attempted to re-sheath the coil. The procedure was successfully completed without further issues or delay. There were no patient injuries or complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush was maintained at all times. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. The patient's information is unknown. The product is not available for the investigation. No further information is available.